Event description:
On 01/17/2000, the facility's director, materials management informed the distributor's marketing manager of the following: the physician saw infection around the site and as a result, explanted the device. Upon explant pt noted a leak where the catheter attaches to the devices. No further details were provided.